Event description:
Patient presented to clinic with inappropriate automatic mode switch (ams) due to inappropriately programmed device settings. Programming changes were made and patient will continue with regular follow-up. Patient was asymptomatic and there were no patient consequences.